Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on lcd board. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was 90 mg/dl at the time of the call. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.